Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient¿s baseline status was tici 1 grade with an nihss score of 16, and post-thrombectomy, the condition improved to tici grade 2a with an nihss score of 5. The cause of the resistance encountered during the procedure was not determined. No kink or damage was observed on the catheter or the solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The guidewire used was not a medtronic product.

Manufacturer narrative:
Product analysis as found condition: the rebar-18 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The solitaire fr 4-20 used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the rebar-18 micro catheter hub. The micro catheter body was found kinked at ~12.3cm from the distal end. No damages or irregularities were found with the distal tip or marker band. Testing/analysis: the rebar-18 micro catheter total length was measured to be ~161.1cm and the usable length was measured to be ~154.6cm, which is within specification (specification: total (ref) = 159.5cm, usable = 153.0cm ± 2.5cm). An in-house 0.021¿ mandrel was inserted into the hub, through the micro catheter and out the distal end with slight resistance encountered at the kinked location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device delivery¿ and ¿catheter resistance during device retrieval¿ was confirmed as resistance was encountered at the kinked location. Possible causes for catheter kinking are patient vessel tortuosity, guidewire/delivery system removed aggressively, catheter entrapment or user advances/retrieves the device against resistance. Other possible causes for catheter resistance include, but not limited to, patient vessel tortuosity, insufficient continuous flush, solitaire device damage, or insufficient device hydration. As the solitaire fr device used during the event was not returned, any contribution of the solitaire device towards resistance could not be determined. The solitaire fr 4-20 is compatible for use with the rebar-18 as the fr-4-20 requires a minimal inner diameter of 0.021¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon planned to use a solitaire stent for thrombectomy. After the rebar microcatheter was in place, a 4-20 stent was delivered. However, significant resistance was encountered when the stent reached the middle of the microcatheter, making it impossible to advance. Retraction of the stent also encountered resistance. To ensure safety, the surgeon removed the stent and microcatheter as a whole. A guidewire was also felt to be stuck through the microcatheter, suggesting potential internal damage of the microcatheter. A new microcatheter was then used instead to complete the procedure. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for thrombus removal. It was noted the patient's vessel tortuosity was minimal. Access vessel was the femoral artery.